Event description:
The reporter stated that the radial and poly head assembly of the device was displaced from the stem assembly a few weeks after implantation. The device was removed from the pt several weeks after implantation. Integra has requested add'l info from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.